Event description:
Statement from physician - mesh (proceed) disintegrated - causing hernia repair to fail - secondary surgical intervention needed to repair hernia. Dates of use: (B) (6) 2010. Diagnosis or reason for use: umbilical hernia.